Manufacturer narrative:
Additional manufacturer narrative: root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2022, a male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that on (B)(6) 2022, the patient presented with urinary retention and hematuria. A foley balloon catheter was put in place in the patient in the emergency department to aid with emptying the bladder and was admitted to the ward. The catheter was removed on (B)(6) 2022 and the patient was voiding without any issues. No clinical sequela was reported with the patient due to this event. Per the manufacturer's instructions for use, urinary retention and bleeding are perioperative risks of the aquablation procedure. No malfunction of the aquabeam robotic system was reported.

Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The investigation of this event consisted of a review of the device history record (DHR), and labeling. A review of the device history record (DHR) ab2000-b / serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure. As with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: urinary retention. A root cause for the reported event could not be established. The aquabeam robotic system instructions for use list urinary retention as a potential risk of the aquablation procedure. Based on the information received, plus a review of the event log file, IFU, and DHR, the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.